Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-25114. It was reported, the pt in no longer receiving effective stimulation. An sjm rep met with the pt for reprogramming. Reprogramming resolved the issue; however, amplitude had to be increased significantly which is an early indication of battery depletion. Follow-up revealed, the pt was receiving intermittent stimulation. As a result, review of the manufacturer's device record database revealed the pt's ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.